Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented a downstream occlusion alarm. Patient infusion was not completed. Pump was reported to have not been clamped at time of event. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. No product was returned and thus an investigation could not be performed however the pumps operators manual indicates that the upstream occlusion sensor can either be turned on or off and may detect an occlusion within the medication cassette and/or on the upstream side of the pump (between the bag and pump). The pump displaying this message this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: catalogue number: 21-2120-0104-01; d4: model number: 2120.